Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, wear abrasion, 20% calcification, and yellow particles observed on the inner surface of the device. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on the posterior side. Based on the device analysis the final assessment is: a sharp crease opening on the posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side deflation and "textured implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and "textured implant." The device has been explanted.